Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
The lead impedance was high. The lead was replaced and the patient was in good condition.